Manufacturer narrative:
Product ID tm90t0, serial# (B)(6), roduct type: accessory. Section d information references the main component of the system. Other relevant device(s) are: product ID: tm90t0, serial/lot #: (B)(6), ubd: 20-oct-2023, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving baclofen and hydromorphone via an implantable pump. The indication for use was non-malignant pain. The patient¿s representative reported the communicator charging cord does not work well, later confirmed as they don't know if the charging port or the cord itself is not working because they have to wiggle the cord around in the port in order for the indicator lights to power on and for the communicator to take charge. The caller stated they have to make sure the communicator is sitting on their counter just right in order for the communicator to take charge. When asked event date, the caller stated, ¿probably the last 4 months,¿ and did not provide further information. The issue was not resolved through troubleshooting. A request was sent to the repair department to replace the communicator due to having to set up communicator at a certain angle on the counter in order for the communicator indicator lights to turn on and for the communicator to take a charge as well as t he cord not being able to go straight into the port.